Event description:
It was reported that the patient had air in the patient line of their automated peritoneal dialysis (apd) set with cassette. This occurred during the initial drain, while the patient was connected. The patient explained that they saw a very large air bubble in the line. The patient stated that they did not check their patient line to make sure that it was fully primed prior to connecting. The technical service representative (tsr) explained the importance of making sure that the patient line was fully primed prior to connection. The tsr advised the patient to end the therapy and start over with all new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Although the patient reported that they were not sure if the line was fully primed, a device analysis was unable to be completed because the cassette was not returned and the lot number was unknown. Therefore, the reported issue could not be confirmed and the cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.